Manufacturer narrative:
Following confirmation of revision, this event will be further updated.

Event description:
Boston scientific received information that during a routine telemetry session, noise and inappropriate atp were noted on this right ventricular lead. Additionally, the associated right atrial lead was showing no capture. The patient has been schedule for intervention to replace both leads. No resulting adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
All attempts to obtain additional information have been exhausted. Should new information be received at a later date, this event will be reopened and updated accordingly.